Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 800 mg/dl and the cause was not known. Water was consumed, customer stopped eating and insulin delivered via the pump to address bg. The customer went to the emergency room and was admitted to the hospital for mild diabetic ketoacidosis (dka). The customer did not provide the ER/hospital treatment. The customer was discharged on (B)(6) 2018. Tandem technical support (cts) assisted the customer to confirm that the basal rate was being delivered. The customer did not provide further information and abruptly ended the phone call with cts.